Manufacturer narrative:
The 3 pump exchanges referenced in these sections were reported under the following medwatch MFR. Report #¿s: pump exchange on (B)(6) 2016: medwatch MFR. Report # 2916596-2016-01861. Pump exchange on (B)(6) 2017: medwatch MFR. Report # 2916596-2016-01954. Pump exchange on (B)(6) 2017: medwatch MFR. Report # 2916596-2017-00617. (B)(4). Approximate age of device ¿ 37 days. The patient requested the pump; therefore, it was retained at the hospital and will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) /2017, the patient was admitted to the ICU for worsening heart failure, elevated lactate dehydrogenase (ldh), signs and symptoms of hemolysis and right sided heart failure. The patient¿s inr was 2.2 on admission. The patient has no history of non-compliance. It was reported that the patient did have a coagulopathy. This was the fourth pump for the patient, and the lvad clinicians decided to give the patient low dose lytic therapy. The patient was also listed status 1a for a heart transplant, and received a heart transplant on (B)(6) 2017. It was reported that at the time of transplant the patient¿s ldh had improved and the pump parameters were normal, and that the health professionals felt that the lytic therapy was helpful. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The presence of pump thrombosis could not be confirmed because the device was not available for investigation. Moreover, a direct correlation between the device and the reported hemolysis and right heart failure could not be determined. Hemolysis, thrombus and right-sided heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.